Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cross chamber oversensing associated with the right ventricular (rv) lead. It also indicated the criteria for the (rv) lead integrity alert were met, and that the impedance of the rv pacing lead was beyond the expected upper range.

Event description:
It was reported that the right ventricular (rv) lead shows cross talk or far field atrial sensing occurring after ap (atrial pace) events. This is leading to incrementing of the sic (sensing integrity counter) counter and has triggered a lead integrity alert. Also, the rv lead is exhibiting occasional high rv pace/sense impedances. It was noted that the rv lead impedance also appears to have fluctuated quite significantly in the past. Additionally, it was noted that this rv lead had been implanted after the use before date (ubd). The rv lead was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.